Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular lead helix failed to extend. The procedure was completed with a different lead. The patient was in stable condition.